Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported no complaint against the device. Later healthcare professional reported deflation. This record is for the left side. The device was explanted and replaced.

Event description:
There are currently no reportable events against device on record. This record is no longer reportable to the FDA and will be un-reported.